Event description:
It was reported that the patients spinal cord stimulator (SCS) was not functioning as intended. The patient reported experiencing tingling sensations in the feet and discomfort at the implant site in the back. The patient further reported pain at the implant site when pressure was applied while sitting. The patient underwent an implantable pulse generator (IPG) replacement procedure.